Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had a new ins implanted due to normal battery depletion of her previous ins implant. Patient reports that it has gotten to a point where she cannot stand to turn her current ins on because it irritates her nerves so badly in her legs . Patient stated she noticed this issue around (B)(6) when it started bothering her 'so bad". Patient stated that she has done some research on a morphine pump and noted she had an option for stimulator or pump years ago, when she went with the stimulator. Patient stated that she thinks it's time to get a pump implanted and the stimulator taken out. Patient stated her reason for calling is to get physician listing for pain pump. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient restated that their ins irritated their nerve instead of helping them and further noted that they were also experiencing pain in their legs. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient device has always caused them nerve to hurt when no longer than few minutes. Both total legs the nerves hurt so much and stimulation for very long hurt them too. Patient stated it has always hurt their legs when on more than a few minutes at a time. Helps for short periods only and only hurts if left on. Patient stated that the health care professional (hcp) wants manufacture to lengthen wires in back and the patient use stimulator more but the patient has been trying to use it and it hurts their nerves, it over stimulates them. Patient stated they don¿t seem to make anyone understand how it irritates their nerved only longer than 5-10 min an hour at most and then it becomes hurtful. Patient also stated her disease (pain) in their legs has gotten much worse and tried to use stimulator more but just cannot. Patient only uses it for 5 minutes at a time and then lets their legs settle down then use it again about an hour later for 5 minutes. Patient stated they have tried so hard to make the stimulator work but it irritates their legs. No further patient symptoms or complications were reported in this event.